Event description:
It was reported that (1) device was during a diagnostic laparoscopy procedure. It was reported by the rep that the surgeon could not get the 5mm trocar to stay armed. The orange button was depressed and would not stay depressed when he tested the trocar. There was no consequence to the patient.